Event description:
It was reported that a pump malfunction occurred after being left outside in the cold. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer understood.